Event description:
It was reported that the pump battery was depleting quickly resulting gin the pump shutting off. The customer¿s blood glucose was not adversely impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.